Event description:
Gia endo product did not function properly and had to be replaced during the case because of it. Product was removed from field and placed int biohazard bag to be potentially evaluated by supplier.